Event description:
It was reported the patient presented in the clinic for a lead revision to verify if there is any tissue stuck on the right atrial lead tip component or not. During the procedure, it was noted the patient's right atrial lead had an insulation breach. The lead had an operation issue. The lead was explanted and replaced. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The reported events of insulation damage and blood in lead were confirmed. A complete lead was returned in one piece. Visual inspection of the lead found that the outer insulation was cut consistent with procedural damage at the middle region of the lead. Blood was noted inside the lead in this location. The cause of the reported event was isolated to procedural damage.